Event description:
Patient had a resolute integrity drug-eluting stent implanted in the rca. The stent implant case was done in an acute situation. The patient states that they had symptoms starting the day after the stent implant with neck pain and tightness in their throat and neck area where they feel like they are being choked. Patient also has hoarseness in their throat and voice. Patient was concerned that their pain was similar to the way they presented and ended up with a pci but also indicated that their pain has now lessened. The patient inquired about the nickel content of cobalt chromium in resolute integrity (rx) drug eluting stents as they felt that they may be having a reaction to their stent implant. Patient states they are allergic to nickel and has been since they were a child, having rashes and itchiness from jewelry, watches etc. The patient has been in contact with their cardiologist. The patient was concerned about the timing of the stent implant and the onset of the symptoms experienced and wants to find out more information on metal content etc. Patient has seen an allergist. No further patient complications were reported.

Manufacturer narrative:
(B)(4).